Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system was plugged in, it would not turn on. When the front cover was removed and the power cord was reseated to the cord it was connected to, the system sparked and arched while plugged in. Medtronic technical services (ts) had the representative (rep) unplug the battery from the system. The system would not turn on. Ts had the rep unplug it from the wall for a minute, then plug the system in, and wait ten seconds before pressing the start button. The system would not turn on. The fuses were noted to have only one black instead of two black indicators where the fuse should be. Ts received a picture from the rep and there was one black indicator and then one cord with the metal (no black cover indicator) where the second fuse should be that has no fuse init hanging in the system. The rep did not see any indicator in the system of where the missing fuse may be. There was no patient involvement. 2026-feb-24 e1 (rep): no new information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735784, serial/lot #: -, ubd: , UDI#: ; product ID: 9735773, serial/lot #: -, ubd: , UDI#: ; product ID: 9735787, serial/lot #: -, ubd: , UDI#: ; product ID: 9735771, serial/lot #: -, ubd: , UDI#: ; product ID: 9735943, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.